Event description:
It was reported that the patient presented for a follow-up in clinic on (B)(6) 2022. Upon examination, it was noted that the pacemaker was in backup vvi mode since (B)(6) 2018. The pacemaker was reprogrammed. The patient was stable in condition.